Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous lesion exhibiting chronic total occlusion (100% stenosis) located in the proximal right coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed in vivo during positioning/advancement. Procedure was completed with a non-medtronic device. The patient is alive with no injury.

Manufacturer narrative:
Correction to PMA number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon at the proximal marker band as per specifications. The distal section of the stent had stretched over the distal marker band. Deformation was evident to distal stent wraps with struts stretched and bunched. Slight deformation was evident to the distal tip, consistent with use of the device. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.